Manufacturer narrative:
The customer contacted a (B)(6) center (ccc) specialist. The customer stated that the integrated multi-sensor technology (imt) sample probe was bent. Upon the ccc specialist's instructions, the customer replaced the sample probe and performed the alignments. The customer also performed weekly maintenance, replaced imt sensor and ran conditioning and dilution check. The customer ran quality controls and precision testing, which were acceptable. The cause of the discordant, falsely elevated sodium and chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.